Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous saphenous vein graft to obtuse marginal (svg to om). The 4.5x18mm xience skypoint stent delivery system (sds) dislodged when advancing through an unspecified guide catheter. The stent was retrieved via snare with an unspecified balloon. A second 4.5x18mm xience skypoint (sds) failed to cross the lesion due to anatomy. Therefore a 4.0 non-abbott stent was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional xience skypoint device referenced in b5 is filed under separate medwatch report number.